Event description:
It was reported there was a catheter occlusion and confirmed flipped pump. A dye study and x-rays were performed. Revision surgery was scheduled for (B)(6) 2014. It was later noted the revision surgery was scheduled for (B)(6) 2014. The cause of the issue was not identified or resolved. It was later reported that the patient experienced withdrawal. The catheter failed. The patient had ¿nothing but problems¿ with the pump. The dose and concentration had been turned down on a 14 day decrease, which was ¿profanity¿ because the patient¿s withdrawal was daily. There was a blockage in the catheter. The system was being used to deliver hydromorphone and bupivacaine. Information regarding the patient outcome was not provided. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis of the proximal segment of the catheter found significant twisting that may have affected infusion.

Event description:
Additional information received reported that the patient experienced a loss of pain control and less than 50% therapy relief. A dye study was attempted, but the hcp was unable to aspirate the catheter from the catheter access port (cap). Upon revision, the proximal segment was twisted and coiled very tightly many times (kinked). The pump was found to be upside down and the sutures had broken away from the tissue. Replacement was said to have resolved the issue. The proximal portion of the catheter was replaced. It was noted that the medication dose had been weaned down over the course of several weeks prior to replacement. The patient's status at the time of the event was said to be alive and no injury. The pump was used to deliver dilaudid and bupivacaine. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.